Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette . There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. A post-accelerated stress test (ast) simulated treatment was initiated and completed without failures. There were no fluid leaks in the test cassette during the accelerated stress test. The patient sensor calibration check passed. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak within the cycler's cassette compartment when removing the cassette after canceling pd treatment. The treatment was cancelled due to receiving m31 air detected in cassette warning multiple times during fill 5 of 5. It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis registered nurse (pdrn). A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. It was reported that an alternate treatment option was available. Upon follow up, the patient stated she was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. There was no damage observed on the cycler set and there was no fluid leak observed from the solution bag. The cycler set used by the patient is available for return for physical evaluation by the manufacturer. The reported cycler is scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak within the cycler's cassette compartment when removing the cassette after canceling pd treatment. The treatment was cancelled due to receiving m31 air detected in cassette warning multiple times during fill 5 of 5. It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis registered nurse (pdrn). A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. It was reported that an alternate treatment option was available. Upon follow up, the patient stated she was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. There was no damage observed on the cycler set and there was no fluid leak observed from the solution bag. The cycler set used by the patient is available for return for physical evaluation by the manufacturer. The reported cycler is scheduled to be returned to the manufacturer for physical evaluation.